Event description:
Procedure performed: laparoscopy. Event description: ai translation: the endoscopic pouch was in the patient's abdomen, and when trying to close it, the small tip used to close it came off the pouch. The object was recovered, so there were no consequences for the patient. Information from product complaint form received 29jun23: bag was being closed. Gasket detached from the bag/ thread of the bag. It has been reported that surgeon grasped the gasket and took it off from patient's abdomen. Information received from applied medical representative via email 19jul23: the gasket is the blue guide bead. The guide bead was pulled into the bag with a grasper device. The bag was not damaged but it was impossible to close the bag. The guide bead detached from the cord. The cord was not damaged. Intervention: surgeon grasped the gasket and took it off from patient's abdomen. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bead detachment, as the bead with a small portion of the bag still attached was returned. The returned unit was missing the remainder of the bag and cord. The missing portion of the bag and cord were not returned. Based on the condition of the returned unit, it is likely that the reported event was caused by sharp instrument or object coming into contact with the tissue bag and the cord. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: ai translation: the endoscopic pouch was in the patient's abdomen, and when trying to close it, the small tip used to close it came off the pouch. The object was recovered, so there were no consequences for the patient. Information from product complaint form received 29jun23: bag was being closed. Gasket detached from the bag/ thread of the bag. It has been reported that surgeon grasped the gasket and took it off from patient's abdomen. Intervention: surgeon grasped the gasket and took it off from patient's abdomen. Patient status: ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.